Manufacturer narrative:
Device evaluated by manufacturer: a promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal region were lifted and pulled distally. The undamaged stent od (outer diameter) was measured the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that failure to cross the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified, 38mm long with vessel diameter of 2.5mm, right coronary artery (rca). A 38mm x 2.5mm promus premier drug-eluting stent delivery system was advanced for treatment, however, the device could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.